Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted form 80% to 15% after being disconnected from a power source. The customer's blood glucose level was 127 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.